Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that the touch screen of this programmer could not be operated during the initial setting. It was able to recover after restarting the programmer, but the same event occurred again. It was resolved again by rebooting the programmer. No adverse patient effects. The programmer was being returned.